Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13th distal stent segments with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified. Image review: review of the procedural images confirm the presence of a tight lesion in the lcx. The lesion is pre-dilated prior to the successful deployment of a stent at the lesion site. The images do not capture the attempted delivery and subsequent withdrawal of the endeavor resolute device. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4).

Event description:
It was reported that the physician intended to use an endeavour resolute rx coronary drug eluting stent to treat a mildly calcified and moderately tortuous lesion located in the mid circumflex artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated once (balloon size: 2.5 atm¿s: 16-18). The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent could not pass through the lesion. The procedure was completed with another endeavor resolute. The physician believes that the event was device related; it was not due to use of the device in difficult lesion morphology/anatomy. The procedure was completed using a medtronic product (lot number 0008373302). The patient status post procedure is alive with no injury.